Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a grip cable dislodged at the proximal end. The complaint regarding the jaws will not open and close correctly was confirmed by failure analysis. The probable root cause is attributed to a loss of cable tension.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the jaws of the medium large clip applier instrument were not opening, closing correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) obtained the following information: the clip applier was loaded outside of the patient. Clip was then on applier an inserted into patient. Unsure if the surgeon attempted to clamp on a vessel or tissue. Clip applier attempted to open the clip vessel, and the surgeon realized there was a problem fully opening. Issue was not related to the clip applier jaws remaining static/not moving when surgeon commanded movement. Issue occurred on the 1st application. Customer open two clip appliers per case. They removed broken applier at time of discovery.